Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 389 mg/dl, 379 mg/dl, and 112 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Event description:
(B)(4). During a baxter service evaluation a colleague infusion pump was found with failure code 810:11 due to the ail pcb (air in line printed circuit board) out of calibration, and was recalibrated by service. There was no documented patient injury, adverse event or medical intervention related to the reported condition. The user interface module master software version for this device is 6.13.90, categorized as remediated. No additional information is available.